Manufacturer narrative:
(B)(4). The reporter and the surgeon were asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant date. This information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual exam may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pain is a surgical and physiological complication and an analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the reported event of pain as follow: "other adverse events considered related to the lap band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and...port site pain." Additional device labeling: "precautions...failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen."

Event description:
Pt reported "the tubing [of their lap-band system] had wrapped around the intestines three times." This problem was first noticed when the pt was experiencing "horrible pain." Pt was prescribed "antibiotics" by an unk treating physician, but the "pain got worse and worse." Pt had a CT scan performed which confirmed "the tubing has wrapped around the intestines three times," and the pt was admitted to the emergency room, and was transferred by ambulance to a surgeon. The lap-band system was removed and not replaced. Follow-up in progress. The reported event has currently not been confirmed by a healthcare professional.